Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly tortuous and calcified lesion in the left main (lm) to left anterior descending (lad) and in the left circumflex (lcx). A 3.0x23mm xience sierra stent was implanted in the lcx and post dilated with a 3.50x12 nc trek balloon dilatation catheter (bdc). A 3.50x23 xience sierra was implanted in the lm to lad and a 3.0x18mm xience sierra implanted in the first diagonal o the lad. The 3.50x23 stent was post dilated with a 5.0x12mm nc trek and then intravascular ultrasound (ivus) was performed which showed the stent was malapposed. A 4.0x15mm nc trek bdc was used for post dilatation. Ivus was performed again and a stent fracture was observed. A non-abbott stent was implanted as treatment and post dilated. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records was performed and revealed no related complaint assessment nonconformities. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. It was reported that after post dilation of the stent with a balloon catheter, the stent was observed to be mispositioned within the vessel. Factors that may contribute to malposition of the stent include, but are not limited to, stent recoil too high, insufficient inflation time, patient anatomy, or user technique. In this case, because the stent delivery system was not returned for examination, it cannot be determined what cause the malposition of the stent. Additionally, it was reported that after a second balloon dilation, the stent was observed to be fractured. It is possible that interaction between the stent and balloon catheter, such as overinflation, may have contributed to the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received. It was reported a 4.0x12m nc trek was used for post dilatation. No additional information was provided.